Event description:
It was reported that the customer dropped the pump on the floor and cracked the touch screen. The touch screen is now unresponsive. There was no impact to customer's blood glucose level.

Manufacturer narrative:
The device has not yet been received for eval. Should add'l info be received a supplemental form will be completed.